Manufacturer narrative:
Reported event: an event regarding a software freeze due to lost communication with the camera involving a 3.0 rio robotic arm - mics, catalog: 209999 was reported. Methods & results: device history review: a review of the DHR associated with rio 132 found that the pt review and quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding software freeze due to lost communication with the camera. There were 2 other reported events for the listed catalog number (pr1219081 and pr1239632). Conclusion: the session file and crisis log file data from the case was reviewed. An analysis of the case workflow and crisis warnings and errors was completed. Based on the data reviewed the system lost communication with the camera. This may have occurred due to an intermittent loss of signal from the fiber optic to digital or digital to fiber optic converter or a dirty fiber optic cable. The mako operated as expected. No system defect or malfunction is suspected.

Event description:
During burring of the tibia, the arm was freed after tibial surface resection and unfree that the surgeon could finish burring the eminence. The doctor then placed the burr in haptic volume when unfree was clicked, the rio locked up. We had to manually remove the arm from the surgical area. We then did several soft reboots and each time, the computer screen would freeze and not allow us to enter pre surgery checks or the case itself. We then did a hard reboot and attempted to check the arm status and received the error message "inter-process communication error in arm software." We then went to utilities and reset the arm software, which corrected the problem and enabled us to successfully complete pre surgery checks and reenter the case. While we were doing this, the doctor completed the surgery with the mako manual instrumentation. The plan, along with the logs, reports, and bugs have been uploaded into the shared drive under the complaints folder with the following title: (B)(4).

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During burring of the tibia, the arm was freed after tibial surface resection and unfree that the surgeon could finish burring the eminence. The doctor then placed the burr in haptic volume when unfree was clicked, the rio locked up. We had to manually remove the arm from the surgical area. We then did several soft reboots and each time, the computer screen would freeze and not allow us to enter pre surgery checks or the case itself. We then did a hard reboot and attempted to check the arm status and received the error message "inter-process communication error in arm software." We then went to utilities and reset the arm software, which corrected the problem and enabled us to successfully complete pre surgery checks and reenter the case. While we were doing this, the doctor completed the surgery with the mako manual instrumentation. The plan, along with the logs, reports, and bugs have been uploaded into the shared drive under the complaints folder with the following title: 5-25-17 dalal st. Francis memphis arm software error; delay: 15-20 min.